Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post implant procedure checkup, the implantable cardioverter defibrillator exhibited crosstalk. Programming changes were not attempted. The pocket was re-opened and the device was explanted and replaced. The patient was stable in the recovery room post operation.

Manufacturer narrative:
Final analysis was normal. No anomalies were found. The cause of the field complaint (crosstalk) remains undetermined.